Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. The patient's symptoms were swelling and pain. The physician believed that the infection was procedure related. The patient was given oral antibiotics as prophylaxis.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 15067688, description: next generation anchor kit-sterile; model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.